Event description:
Boston scientific crm received information that this coronary sinus lead exhibited a significant increase in pacing thresholds one day post implant. Sensing and impedance measurements were normal. A chest x-ray had been performed but the outcome had not been reported. Technical services discussed checking thresholds in other pacing configurations; the field representative reported thresholds were the same in other configurations. Lead dislodgement was suspected.

Manufacturer narrative:
A lead revision was performed two days later, where loss of capture had been reported even at outputs of 7.5v @ 1.0ms. The lead was removed from the patient and upon inspection, a small hole was observed in the middle of the lead, on the side. It appeared to be an insulation leak. The field representative noted it was not known how this was caused. A new lead of the same model was implanted. The explanted lead will be returned for analysis.

Manufacturer narrative:
The explanted lead was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Dried body fluid was noted in the lead lumen. The conductor coils were deformed, most likely due to a grabbing tool. Cuts in the insulation were noted where the suture sleeve had been. Melted insulation was also noted, likely due to electrocautery. Resistance testing was performed, with normal measurements noted. Pressure testing was not performed due to the damaged insulation. The hole observed during the attempted repositioning procedure was determined to be the melted insulation from electrocautery. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.